Event description:
It has been reported that a patient allegedly fell off a power pro cot when the cot got caught on steps that are attached to the back of the ambulance. The patient was allegedly taken into the emergency room for an MRI and other tests.